Manufacturer narrative:
The customer reported complaint was confirmed during event log and functional testing. The defective cooling engine (ce) and microcontroller were replaced. A visual inspection was performed and a saline bag hook and screw at umbilical connector were noted to be missing. The bumpers, foam spar gasket and drip tray gasket were also damaged. The thermogard is a reusable device and was manufactured on 2009. Therefore, this type of issue is characteristic of normal wear and tear. A review of the event log multiple error message tcmid: 02 were noted on (B)(6) 2017 but not on the customer reported date of (B)(6) 2017. The console passed the initial functional testing without any issues. Due to the old ages of the console, the ce (compressor motor winding) was found leaking and the microcontroller were degraded. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
During therapy, the thermogard ivtm system (sn: (B)(4)) was displaying an error message tcmid:02 (ce danfoss error). Another system was used to continue with therapy. No harm to the patient.